Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: intermittent or flickering image. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the black fuzzy screen and absence of picture is traced to intermittent or flickering image; the most probable cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited black fuzzy screen and no picture. The event occurred during inspection for use. There were no reports of patient involvement.